Event description:
It was reported that the implant procedure, the lead impedance test showed high impedance the doctor decided to reposition it. A new alligator cable was used to test, resulting in low impedance. The result with this new cable alligator that was similar to the first use. So the doctor decided to reposition the electrode, but this time the screw mechanism did not display change of radiopaque marks. The electrode was removed from the patient and there was loss of functionality of the mechanism on the tool table with the help of scrub. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.